Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The option-lok male adapters of the gemstar tubing sets were connected to the clave ports of unspecified gravity tubing sets for delivery of unspecified pain medications. It was reported that for several months, after unspecified lengths of time in use, the patients' complaint of pain to the nursing staff. The nurses noted the option-lok male adapters of the tubing sets had disconnected from the clave ports and the pain medications had leaked. The customer contact reported that it was unknown if the nurses replaced the tubing sets or reconnected the tubing sets. No further medical interventions were required. There were no reported adverse patient effects and no reported delays of therapy critical to these patients. Though requested, no additional information was provided.